Event description:
In 2008, the lay user/pt contacted lifescan alleging she could not get a reading on her one touch ultra meter. The medical affairs specialist was not able to contact the pt to obtain/clarify info. The pt stated that the issue first occurred on five days earlier, in the morning. Sometime after the issue began, the pt claimed she felt light and sweaty. The pt said she took glucose as a result of the reported issue. The pt reportedly did not seek medical attention. It would be helpful to know what the pt's medication regimen is, whether the pt adjusts her medication based on meter readings, whether the pt ate any less or more prior to the symptoms starting, how else the pt uses her meter readings, how long it took for her to feel better after taking glucose, and whether these symptoms occur frequently for her. During troubleshooting, it was found that the pt's technique for sample application was correct. The test strips drew the sample into the test area. Upon retest with a new vial of strips, the issue was resolved. This complaint is being reported because the pt alleged she experienced unexplained symptoms suggestive of hypoglycemia after she was not able to get a blood glucose reading on her meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.